Manufacturer narrative:
The actual device was not available; however, a photograph and video of the sample were provided for evaluation. The visual inspection of the provided photo shows the product out of the original packaging with the product label visible. The visual inspection of the provided video shows the product during priming. The area below the header cap water dropping is visible. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that during the priming of a polyflux 14l, an external fluid leak was observed. There was no patient involvement. No additional information is available.